Manufacturer narrative:
(B)(4): the customer reported to the local philips response center that they had a 3 month old battery that failed. The customer was shipped a new battery which resolved the failure.

Event description:
The customer reported to the local philips response center that they had a 3 month old battery that failed.